Event description:
On (B)(6) 2011, a (B)(6) female with a left lobe liver tumor underwent a left hepatectomy and cholecystectomy. Two jackson-pratt drains were inserted in surgery, one above the liver and one at the cut liver edge. They were secured in place with suture. On (B)(6) 2011, when the medial drain was being removed at bedside, by a physician, the drain snapped apart at a place on the clear plastic section, distal to the junction where the clear plastic section meets the hard white plastic part. When this happened, the hard plastic section of the drain and the remaining clear plastic section of the drain stayed inside the body, inaccessible for retrieval. As a result, the pt was taken to the operating room for removal of the retained j-p drain tubing. Initially, it was thought that the drain may have broken due to excessive pulling on the drain when met with resistance. Further investigation by surgical leadership revealed that the md used proper technique to remove the device, and that it is possible that the device was defective. The md removed the suture before removal of the drain and applied steady, gentle persistent pressure. Further, he did not encounter inordinate resistance.